Manufacturer narrative:
The device functioned according to specification, no problems were found; the device was cleaned, lubricated, adjusted and returned to the customer.

Event description:
A core console with irrigation pump was sent for evaluation because it was causing drills to get hot during a procedure. The procedure was completed with an alternate device without any clinically significant delay. No adverse event was associated with the device.